Manufacturer narrative:
At the completion of the complaint investigation, based on the limited information received, the clinical evaluation confirmed a type 3b endoleak. The clinical evaluation additional found the calcification throughout the iliac arteries may have contributed to the reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with afx devices on (B)(6) 2014, the initial devices implanted are unknown. The physician identified a type 3a endoleak between the main body and the proximal extension. The physician is planning to implant a non-endologix device to seal the endoleak or explant the devices. There have been no additional reports of a secondary procedure taking place or scheduled. There have been no additional adverse events reported for this patient.